Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08725 inches. Device powered up properly after the test battery was inserted. Device was monitored for 3 days. No blank display noted. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.(b)(4_.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they was hospitalized as they had some dialysis. Customer was not sure if the blood glucose was low. Customer stated that the insulin pump was not working and had blank display. Customer also stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded and display was not returned after insulin pump restart. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.